Event description:
It was reported that a clearlink paclitaxel set leaked at the site where the spike and the port tubing meet when the user spiked the bag. The user switched to a different set. This malfunction occurred during set-up; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.